Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Patient reported they cannot get the ins charged up. Rep had patient demonstrate charging process and rep did not note any issues charging or lack of knowledge on how to charge. Rep programmed for lower power settings to prolong charging intervals and directed patient to reach out if issue continues. High impedances of >40,000 was noted on contacts 8-15. Rep was able to program around high impedances to capture coverage, and patient reported excellent coverage to back and legs. The cause is unknown, but the issue is considered resolved. The rep noted they would report any new information that becomes available.